Event description:
A pk papyrus covered stent system was selected for treatment of a perforation in the lm/lad. During attept of inflation, the balloon ruptured with stent still on the device.

Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon has not been inflated. Small amount of contrast medium and blood residue was observed inside of the inflation lumen and the balloon lumen. The distal balloon shoulder shows a damage in the shape of a compression directly on the distal x-ray marker. A second damage was observed at the proximal balloon weld, where the inflation lumen has separated, i.e., fractured. The fracture site shows clear necking and elongation indicating the application of a high tensile force. The exposed inner shaft shows a clear elongation and constriction. This separation has caused a leakage, which in turn lead to the inability to expand the stent. The stent was found to be pinched, which is indicative for an improper removal of the stent protector during the preparations for the use of the device. Review of the production documentation verified that the device detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each device is tested for air tightness by means of a helium leak test. The device was delivered in a leak-proof condition. Furthermore, the tensile strength of the proximal balloon weld is tested by means of process output monitoring. Based on the conducted investigations no material or manufacturing related root cause could be identified. The root cause for the complaint event is most likely related to the handling (i.e., improper removal of the stent protector) during the preparations for the use of the device. The IFU clearly states, to exercise care during device handling to reduce the possibility of disrupting the delicate placement of the stent on the balloon and accidental breakage of the stent system shaft. It should be further noted that the IFU states not to use the device if a vacuum cannot be held, as this indicates a leak in the system.

Event description:
A pk papyrus covered stent system was selected for treatment of a perforation in the lm/lad. During attempt of inflation, the balloon ruptured with stent still on the device.